Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-aug-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a technical support specialist (tss) checked the server and found that the orders were crossed also not found issues with data synchronization logs and medstation logs. Then tss ran downtime query and no issue on carefusion coordination engine (cce) and services were running. Further the tss asked for visit ID to proceed further, and customer confirmed that no issue reported later. The system functioned as intended after the technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, orders were not crossing to the gvr. This ongoing issue has caused delays in care and has required placing the pyxis system into critical override. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.